Event description:
It is reported that pt died while using fms kit.

Manufacturer narrative:
Based on the available info, this event is being reported as a death; however, it is not known whether the device is related to the cause of death. No other details known at this time. The lot number is not available. Complainant has been contacted via phone and pager, and email info has requested in order to ascertain additional pt/event info. No add'l pt/event details have been provided to date. Should add'l info become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. Both potential mfg site numbers are listed below. A return sample for eval is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures. Note: the actual date of event is unk, so the date used was the date convatec became aware.